Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. On an unknown date, the patient started treatment with injection vancomycin (2g for five days; route and frequency not reported) and injection gentamycin (20mg for 21 days; route and frequency not reported) for peritonitis. The cause of the event, action taken with pd therapy, and the patient recovery status were unknown. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient was hospitalized for the peritonitis and at the time of this report, the patient remained hospitalized. Nineteen days after peritonitis onset, peritoneal dialysis (pd) was discontinued and the patient¿s pd catheter was removed. Dianeal therapies were ongoing. Should additional relevant information become available, a supplemental report will be submitted.